Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified/duplicated. The power pca was received with a damaged 6.2v voltage regulator, zener diode d34, resulting in u38 battery presence switch also damaged and the ¿charger-battery communications selection¿ chip shorted to ground. The device operated as normal after the defective components were replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery was unrecognized. There was no reported patient involvement/adverse patient impact.